Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device failed to disengage from the plastic tubing once the suture was cut. The surgeon had to force the tubing to be removed. Additional information has been requested but not yet received.

Manufacturer narrative:
Describe event or problem, date of event.

Event description:
The procedure was a gastric bypass. There was no injury to the patient.